Event description:
It was reported that this right ventricular (rv) lead exhibited shock lead impedance values that were greater than 200 ohms, which was out-of-range, in the triad configuration. It was noted that reprogramming at in-person interrogation to the coil to can vector configuration resolved the out-of-range impedance. Physician will follow-up with patient in the future for further evaluation. No adverse patient effects were reported. Currently, this lead remains in service.